Event description:
It was reported that balloon rupture occurred. A 15mmx2.50mm wolverine cutting balloon catheter was selected for use. During the procedure, the balloon ruptured upon initial inflation at 12 atmospheres. The procedure was completed with a different device. No complications were reported.